Manufacturer narrative:
Three unopened probes were received. The returned samples were visually inspected and all three samples were found to be conforming. The samples were then functionally tested for actuation, aspiration, and cut and all three samples were found to be conforming for all functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be conforming, therefore actuation and aspiration failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were manufactured according to specification. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that during one patient's central / peripheral vitrectomy procedure, for intravitreal hemorrhage, on the left eye, during cutting of the vitreous, two different vitrectomy probes did not cut and the vacuum was not normal or efficient. A new cassette pak on a second system was obtained with the same results even with trying another surgeon's program, the suction was ineffective. The procedure was completed and sutures closed the sclerotomes.